Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). While removing the tubing set from the pump, the safety clamp did not engage to stop fluid flow. This resulted in a bolus of tpn to an infant patient and a "critical high glucose level". The patient's glucose level normalized after 6 hours. There was a patient involvement and harm.

Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). While removing the tubing set from the pump, the safety clamp did not engage to stop fluid flow. This resulted in a bolus of tpn to an infant patient and a "critical high glucose level". The patient's glucose level normalized after 6 hours. There was a patient involvement and harm.

Manufacturer narrative:
Omit : other occupation. Correction : initial reporter occupation. Additional information: investigation summary: the customer¿s reported complaint of the safety clamp fitment not closing when opening the pump module door was confirmed only on new 2260-0500 (low sorbing) type sets and when the door is first opened. During this failure, testing confirmed the pump alarmed and displayed ¿safety clamp open/close door¿ as expected. Testing performed on the source pump module observed the device delivering fluid within specification. The source pump module sear assembly was tested to verify the engagement of the safety clamp, sear functionality testing observed no anomalies when testing with the customers returned used administration set model 2260-0500. Sear functionality testing of new administration set model 2260-0500 observed the sear not engaging the safety clamp. A flow stop alarm was observed indicating the system was alarming as required.the lvp low-sorbing disposable sets show a higher occlusion force the first time the safety clamp is engaged, compared to regular pvc set. Inspection observed the sear assembly with damage around the set screw and the set screw was seated at an incorrect angle. After replacing the damaged sear assembly with a known good lab sear assembly, testing observed the system engaging the safety clamp on a new administration set model 2260-0500 as required. The pump module was last used on (B)(6) 2022 and at 2:00 am and was programmed a guardrails IV fluids infusion of amino acid (tpn) (drug ID 9), with a rate of 1ml/h and a vtbi of 4ml. The source pump module event logs recorded (14) flow stop open alarms from 1:59 pm on (B)(6) 2022 to 6:33 pm on (B)(6) 2022. On (B)(6) 2022, the source pump module was channeled off at 7:06 pm. Pvi was recorded as 38.98ml and calculated volume infused 79.78ml. The received used low sorbing administration set model number 2260-0500 (labeled as tpn) was inspected for incomplete bonding engagements and holes/tears in the tubing. No damage or anomalies were observed. Internal and external inspection of the pump module observed no other anomalies with any of the mechanical or electrical components. The dfu, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Root cause: the root cause of the customer experience with the safety clamp not engaging to stop fluid flow was determined to be a damaged sear assembly. The root cause of the damage sear has been associated with excessive force applied to the door in the sear area. The force was the result of applied physical, chemical and/or residual stress. Note that imdrf annex a0709, a040502, a2305, g02017, g0405213, c0601, c07, c0601 codes reported in manufacturer report # 2016493-2022-117916 represents other failures observed on the device but unrelated to the reported issue.

Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). While removing the tubing set from the pump, the safety clamp did not engage to stop fluid flow. This resulted in a bolus of tpn to an infant patient and a "critical high glucose level". The patient's glucose level normalized after 6 hours. There was a patient involvement and harm.